Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture reviewed on 23-june-2023. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.